Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. In-process qa inspections shows one nonconformance; non-confirming material was sorted for defect, re-inspected, and found to be acceptable. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported there was an unstable connection of the adaptor to the flow meter. When connecting the aquapak to the flow meter, it began to leak water. No patient involvement reported.

Event description:
Customer reported there was an unstable connection of the adaptor to the flow meter. When connecting the aquapak to the flow meter, it began to leak water. No patient involvement reported.

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle lot 18b241 and one 040 adaptor were received for evaluation. The adaptor was received with no packaging, so the lot number cannot be confirmed. Upon detaching the adaptor from the bottle, inspection of the bottle's adaptor port showed the typical puncture hole had expanded into a tear. The adaptor body made a stable connection to the bottle. The adaptor snap cap made a stable connection to the flowmeter. Added water to bottle and applied the water bottle/adaptor assembly to the flowmeter. The connection was stable. The flowmeter was set to 1 liter per minute and bubbles were not observed in the bottle. Slowly increased the flow until bubbles were observed; bubbles were observed in the bottle at 5 liters per minute. To test if the problem was specific to the bottle and not the adaptor, connected the complaint adaptor to a non-complaint bottle. Applied the non-complaint-water-bottle/complaint-adaptor assembly to the flowmeter. The flowmeter was set to 1 liter per minute and bubbles were observed in the bottle. Therefore, complaint defect is specific to the complaint bottle and not the complaint adaptor. The port damage may be due to the user overtightening; alternatively, the port damage may be due to handling during return shipping because the adaptor and bottle were connected when shipped to the investigating site. A review of the lot number reported was conducted and the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections shows one nonconformance; description is "top leak". Nonconforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. Based on the investigation performed, the reported complaint could not be confirmed. A root cause for the issue could not be identified.